Event description:
A surgeon reports that one-day after intraocular lens (iol) implant surgery, he noted a scratch on the iol. The surgeon indicated the pt does not see the scratch. There was no pt impact/injury, the pt's ucva (uncorrected visual acuity) is 20/25.